Manufacturer narrative:
An interfering factor was not observed in the alleged sample during the investigation. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results for 1 patient on a cobas 8000 e 801 module. The initial result was 16 ng/ml. The result with the cleia method was 66.6 ng/ml. On 16-may-2024, the sample was retested on another e 801 module and the result was 17.2 ng/ml.